Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube) and cracked battery tube threads. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment and also on battery cap. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.